Event description:
Discordant sodium (na) and chloride (cl) results were obtained on a dimension vista 1500 instrument on multiple patient samples. The initial na and cl results were reported to the physician(s). The samples were repeated on the same instrument and an alternate instrument. The results obtained from the alternate system were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.

Manufacturer narrative:
A siemens headquarters support center (hsc) representative was contacted by the customer. The hsc representative performed troubleshooting with the customer. The customer performed an advance clean and replaced the integrated multisensor technology (imt) sensor. The instrument was then performing within specification. The cause of the discordant sodium and chloride results was unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.